Manufacturer narrative:
Investigation could not be completed; no conclusion could be drawn as no device was returned or lot # provided.

Event description:
An lcp proximal tibia plate was implanted for an orif of the right tibia, segmental proximal third tibia fracture. The plate was noted as bent on a postop visit, three weeks after the initial procedure. Pt's leg was curved in the shape of a 'c'. The bend occurred where the surgeon bridge plated the implant. The plate was removed and pt was re-plated. Surgeon noted that pt stepped out of the shower on the affected leg and leg bent.